Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary finding of yaw pulley thermal damage to be related to the customer reported complaint. Visual inspection was conducted and found thermal damage located at the grip base on one of the grips. No conductor wire damage found, and the electrical continuity test passed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the fenestrated bipolar forceps chipped off. A backup instrument of same kind was used. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that during central processing after the procedure, the instrument tip chipped off but it was unknown what caused the breakage to occur. There was no patient involvement. Photographic images of the device(s) was not available for isi review.